Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, cardiosave intra-aortic balloon pump (iabp) unit was not functioning. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was not able to find any issues with the pump. During the inspection fse found the upper panel assembly to be damage. Replaced the upper panel and performed test. All functional and safety test were performed and passed.

Manufacturer narrative:
Updated fields - b4, d9, e1(initial reporter), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Good faith efforts (gfes), no information further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.